Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process for the last 3 weeks. Reportedly, the customer was able to successfully load a cartridge on the pump and resume insulin therapy following the cartridge alarms. Customer reported blood glucose level was 120 (mg/dl). Reportedly the customer will continue to use the pump and also contact their healthcare provider for alternate insulin therapy.